Event description:
It was reported that a caller experienced damage to the charging cable of their tandem pump and a malfunction on the pump itself, identified as a momentary power loss to the vibrator motor. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support arranged to replace the damaged charging supplies and sent a replacement pump with updated software. The customer was instructed on storage mode and return procedures for the malfunctioning pump, which was to be returned within 10 days. The customer agreed to continue using the current pump until the replacement arrived.